Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty while establishing communication between her ipg and external devices. The physician determined the ipg to be tilted. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
The serial number of the device was unintendedly reported incorrect. This report consists of correct information.

Event description:
Additional follow up identified the patient underwent surgical intervention on (B)(6) 2016 to reposition the ipg. However, the physician observed the ipg plug was off and possibly fluid was intruded. Therefore, the ipg was explanted, replaced and the ipg site was revised.